Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the right ventricular lead exhibited low impedance. No other electrical anomalies were noted. Lead fracture was noted on further examination. The lead was capped and replaced on (B)(6) 2017 during the device upgrade procedure. The patient was in a stable condition before, during and after the procedure.